Event description:
It was reported that customer experienced multiple occlusion alarms with infusion set while using insulin pump. There was no adverse impact to the customer's blood glucose level. Customer changed infusion set and cartridge and resumed insulin delivery.